Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump and catheter were explanted due to infection. No additional information regarding the event was reported. Additional information has been requested, but was not available as of the date of this report.